Event description:
In this event it is reported that a patient reported the non-template aligner arch to have sharp edges on all the aligners. Reportedly, the patient used 200 grit sandpaper to smooth the edges.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.